Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported low blood glucose event. The paramedics were called. The blood glucose reading was 45 mg/dl. The paramedics confirmed a blood glucose reading of 70 mg/dl. Customer treated with food. After one hour, the blood glucose reading increased to 100 mg/dl. The current blood glucose reading is 308 mg/dl. Customer treated with insulin pump. Customer stated that the sensor and blood glucose reading are off. Nothing further reported.